Manufacturer narrative:
Reference cmp-(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product remains implanted.

Event description:
It was reported a patient who underwent a total knee arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as no information about the event was provided. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.